Manufacturer narrative:
D10 concomitant product: ca15l2, ca15l2 15cm rein percutaneous antenna x1 (lot#s26dg018); cagenhp, hp ablation gen cagenhp (serial#(B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during laparoscopic procedure, when the grey energy cable was ready to be connected and the 2 blue triangles were brought together to click into place, they were not aligning. The assistant doctor twisted the grey cable so the connection would align. Once this was done, they connected; however, upon inspection, there were 2 pins missing on the ablation antenna. When the generator was set to start, it did not proceed, and an overheating warning sign appeared on the generator. Due to the inability to perform the ablation, the surgeon performed an alternate procedure consisting of surgical resection to remove lesions. The patient was already under sedation.